Event description:
A medtronic rep reported that the tip of the 4.75 mm navlock solera driver broke off while the surgeons were completing a l5-ls1 fusion surgery. They had already placed 2 other screws before the issue occurred. In placing the third screw, the driver tip broke off while attached to the screw. It was reported that the surgeon was using an excessive amount of force when the tip broke off. The surgeon reported that the screw and tip would be left in the pt. The surgeon opted to complete the surgery without the use of navigation. There was no impact on the pt outcome.

Manufacturer narrative:
Lot number not available at the time of this report. Device MFR date is dependant on the lot number, not available at this time. RMA issued. Subject part not yet returned to MFR. Replacement part shipped to site (B)(4) 2011.